Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
One endeavor sprint drug eluting stent was implanted in the lad during the index procedure. An angiographic complication of proximal image impairment occurred during the index procedure.